Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having poor coupling while recharging their device. They stated that they want to get a primary cell battery, instead of having the rechargeable implantable neurostimulator (ins). The patient mentioned that they have been having a lot of trouble charging their ins since they were implanted, unless they are sitting in a chair. The patient noted having a couple of falls in (B)(6) and (B)(6) of 2016. No patient symptoms were reported. The patient was to follow up with their healthcare provider. The patient was implanted for failed back surgery syndrome.

Event description:
Additional information was received from the patient indicating that they have had a difficult time recharging their ins since it was implanted. They noted there is only one place in their home that they can recharge. The patient stated that sitting in a straight chair is very uncomfortable, and it takes about 2 hours to recharge, therefore they avoid charging the ins. The patient mentioned that they have met with their manufacturing representative, and they have tried to help, but the issue has not resolved. The patient mentioned that their ins has helped greatly otherwise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.